Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cycled, fed and formed the remaining clips as designed. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
During a laparoscopic cholecystectomy procedure, it was reported by the affiliate that the clips dropped. The clips did not fall into the pt. A new device was introduced to complete the case. There was no consequence to the pt.